Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
The customer reported that device can not boot up. There was no report of patient involvement.